Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Resistance was noted while advancing the device to the lesion. Excessive force was used. The device was moved or repositioned prior to the burst. A gradual drop in pressure was noted on the inflation device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use sprinter legend pta device to treat a lesion located in the mid ramus, with moderate tortuosity and calcification exhibiting 60% stenosis. The balloon was being used for post dilatation. There were there abnormalities reported in relation to anatomy. There was no damage noted to packing, the device was inspected with no issues noted, negative prep was performed with no issues noted. It was reported that a balloon burst occurred at 10 atms. No patient complications have been reported as a result of this event.